Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the cysto-nephro videoscope had a missing rubber chunk at the tip of the scope. The issue was found during reprocessing. There were no reports of patient involvement.

Event description:
No additional information reported by customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Additional information: d9. The device was returned to olympus for inspection and the reported failure of a chunck of missing rubber at the tip of the scope was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely component failure that led to the malfunction. Olympus will continue to monitor field performance for this device.